Manufacturer narrative:
The investigation was based on the reported event, log analysis and onsite investigation of the affected v500 device. The provided log file revealed 3 individual warm starts of the cockpit on the date of event. Each warm start was brought to the user's attention by posting visual and auditory alarms. Therefore, the device alarmed and behaved as specified. After the third restart the patient has been removed from the device and the device was switched to standby. The root cause of the restart could not be determined from the log file. The ventilation was not affected by that issue and was being continued as set until the user switched the device in stand-by mode. No patient health consequences have been reported. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. A warm start sequence of the cockpit may last 45 seconds. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The log file did not point to a persistent hardware malfunction of the cock and the reported event could not be duplicated in the repair shop. However, as a preventive action the ssd, the service board and the display have been replaced. The device was put back into service after successfully testing the unit according to manufacturer specs. The number of reported cockpit restart events is within accepted range assessed by the responsible product quality board and is accepted. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that screen blacked out and cockpit alarm several times. Ventilation continued. No patient health consequences have been reported. In case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that screen blacked out and cockpit alarm several times. Ventilation continued. No patient health consequences have been reported. In case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.